Event description:
It was reported that there has been a steady increase in the right ventricular (rv) lead impedance measurements over the past year. The lead will be monitored and remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.